Event description:
On 04/02/2008 a company representative reported that the patient is not receiving the cartridge low warning (e10) on her infusion device. The patient stated that this began 2-3 months ago. She stated that she fills her insulin cartridges to 315 units, and resets the infusion device to a full cartridge with each cartridge change. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation, however, the patient refused to return it.

Manufacturer narrative:
No product wil be returned for evaluation.